Manufacturer narrative:
This ipg serial number is included in a field advisory. Eval: method: the device history and sterilization records were reviewed. Results: the complaints were confirmed. As returned, the ipg did not communicate due to a depleted battery. When the battery was recovered, the ipg communicated according to the mfg specification. During pattern testing, channel failures were discovered. The failure was isolated to broken feed through wires in the header. The damage was consistent with overstressing the header during explant. The device history and sterilization records reviewed were found to meet specifications. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2009. It was reported that the pt's ipg battery had been non-functional for approx 1 month and the ipg was unable to communicate with the charger or the programmer. The pt stated that the ipg gradually became difficult to charge and finally stopped charging. The device was removed and replaced by a new device.